Event description:
Reporter stated that pt obtained a blood glucose result of 296 mg/dl on the suspect device. Less than 10 mins later, pt's blood glucose was reportedly retested on a physician's device and in a reference lab with results of 138 mg/dl and 136 mg/dl respectively. No pt injury was reported, and no treatment was received. While on the line with technical support, qc testing was performed on the suspect device and the results were within acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.